Manufacturer narrative:
Submit date: 06/07/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit over and under delivers. The pump is set to infuse 750 mls from 10pm to 4am; rate is 125 ml/hr. The pump varies in the amount it delivers; it varies between 550 ml to 950 ml. No patient harm.

Manufacturer narrative:
Submit date: 10/25/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit over/under delivers. The unit was triaged and the complaint could not be confirmed; unit passed all testing. The unit was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.